Manufacturer narrative:
Additional information was received that the patient's blood analysis was correct and no infection was suspected. The patient will see the physician in one month with new blood analysis to confirm that there is no infection. The physician noted that the issue was due to the absorbable suture material, which was still present. The physician stated that the material will be removed at the end of (B)(6). The patient also experienced a painful point at the ipg site and the physician suspects an adherence. A review of the manufacturing documentation for the ipg sc-1200 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced some liquid discharge from her ipg pocket site. The physician noted that there was a small hole near the ipg pocket site and when he tried to push near the hole to see the liquid, nothing came out. The physician also noted that the scar was still slightly open, which was due to the absorbable suture material present at the site. A culture was taken and is pending confirmation for (B)(6).

Event description:
A report was received that the patient experienced some liquid discharge from her ipg pocket site. The physician noted that there was a small hole near the ipg pocket site and when he tried to push near the hole to see the liquid, nothing came out. The physician also noted that the scar was still slightly open, which was due to the absorbable suture material present at the site. A culture was taken and is pending confirmation for (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced some liquid discharge from her ipg pocket site. The physician noted that there was a small hole near the ipg pocket site and when he tried to push near the hole to see the liquid, nothing came out. The physician also noted that the scar was still slightly open, which was due to the absorbable suture material present at the site. A culture was taken and is pending confirmation for staphylococcus aureus.